Event description:
Caller alleged discrepant results compared with the lab. Inratio: 3.1; strip lot #: 225323. Inratio: 2.4; strip lot #: 225324. Pt tested his inr with two different strip lots. He used the same finger stick for both samples, with the second test being done about two mins after the first test.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6)2010; 1st inr: 3.1; 2nd inr: 2.4; mean: 2.75; sd: 0.49; %cv: 18.00. Customer utilized different strip lot (1st test = 225323; 2nd test = 225324), but all tests have legitimate inr results since customer was able to change strip code correctly. Tests are performed within 2 min lapse between two readings. Since 18.00% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Conclusion: data analysis revealed repeated inrs reported by end user met precision criteria. Using repetitive pressure to collect the sample will directly cause a low inr value due to sample coagulation. As of 05/24/2010, 30 discrepant result complaints were reported for lot #225323 yielding a complaint rate of 0.017%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.